Event description:
A trilogy evo o2 device was returned to a third party service center for service. There was no serious patient harm or injury that occurred or was reported. During evaluation of the device at the third party service center, an 'oxygen blending module (obm) valve failure' error and 'o2 flow stuck' error were found in the device's error log. The service technician states that the obm sub assembly valve needs to be replaced to resolve the error. Additionally, a not reportable 'o2 pressure railed low' error was also found in the error log. The obm sub assembly valve replacement will resolve this error as well. It is noted that the system printed circuit assembly board (pca) needs to be replaced as well. The in line filter prox is noted to be contaminated with dirt. The air foam filter and particulate filter will be replaced for maintenance as well.

Manufacturer narrative:
The reported oxygen blending module failure is accommodated in the product risk management file as being linked to hazard with description patient exposure to function / deterioration of function. Complaints for this failure are reviewed via the post market complaint trending and escalation processes to assess for the observed probability levels and compare them with the predicted levels in the risk file for the hazards linked to the failure. As of the date of submission for this report, there is no indication that complaints for the failure in question has led to unacceptable increase in probability levels for the hazardous situations in scope, and therefore no further action will be pursued. Qa continues to monitor complaints for this issue per the cadence in the complaint trending procedures.